Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.

Event description:
It was reported that the volume accuracy is in question with the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: we have done some initial testing using the 50ml syringes with the syringe pumps in question and when setting the pump to 50ml/min we get almost 60ml being dispensed in 1 min. As per the manual for the syringe pump we have used the ID as 26.594mm. I¿m a bit confused as the error for this should not be this high. In the technical data sheet, the syringes themselves are quoted to be designed for administration of pharmaceuticals using syringe pumps. I not sure what the issue is here, do you have any more information regarding this?

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. H.4. Device manufacture date: unknown h3 other text : see h10.

Event description:
It was reported that the volume accuracy is in question with the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: we have done some initial testing using the 50ml syringes with the syringe pumps in question and when setting the pump to 50ml/min we get almost 60ml being dispensed in 1 min. As per the manual for the syringe pump we have used the ID as 26.594mm. I¿m a bit confused as the error for this should not be this high. In the technical data sheet, the syringes themselves are quoted to be designed for administration of pharmaceuticals using syringe pumps. I not sure what the issue is here, do you have any more information regarding this?